Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on the evening of (B)(6) 2016. The patient reportedly manages their diabetes with a combination of oral medication (metformin and farxiga), diet and exercise. It is not known what action, if any, the patient took in regards to her usual diabetes management regimen in response to the alleged issue. On the morning of (B)(6) 2017 the patient stated that she developed "tingling hands". In response to the symptom, the patient stated that she exercised and drank water. During troubleshooting the csr confirmed that this was not the first time the meter had been used and that the test strips had been stored properly, had not expired and had not exceeded their discard date. The patients testing steps were confirmed as correct. The reporter was able to confirm that the test strips filled with blood completely. The alleged meter issue was not resolved on retest. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.